Manufacturer narrative:
Recall number: (continued) 1627487-12192011-003-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient had not recharged his ipg in over a year. In turn, the device was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which time the ipg was explanted and replaced with a different model. The patient reported effective therapy following the procedure.